Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after the needle puncture when the guide wire was being inserted, there was resistance in the blood vessel. The guide wire needed to be removed, but it remained stuck in the needle. It was stated that during the removal of the guidewire, resistance was present and it was not successfully withdrawn. The doctor decided to withdraw the guidewire and the needle all at the same time. It was necessary to use another needle and a guidewire to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.